Event description:
The patient was implanted with bilateral breast implants in 2007 during a breast augmentation procedure. Subsequently, the patient was diagnosed with sjorgen's disease. The implants remain implanted and no device complications were reported.

Manufacturer narrative:
.